Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06695. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. During the procedure, fluoroscopy revealed that the right ventricular lead had externalized conductors. The lead was capped and replaced on (B)(6) 2020. The patient had no adverse events and was stable post procedure.